Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for extractables (visual exam, bubbles, ph, zinc, copper, uv absorption. No abnormality was determined. Co is unable to determine the cause of the incident.

Event description:
Patient reaction with first use, preprocessed dialyzer. Patient complained of lower back pain, stomachache, chest pain, heahache, shortness of breath, and hot sensation in face. No fever or chills. O2 was administered; blood was returned. Treatment continued on same dialzyer, no problems.